Event description:
It was reported that during an auto threshold testing of this pacemaker, it was not possible to detect capture and the patient experienced syncope. Data analysis was reviewed, and boston scientific technical services observed low evoked response (ER) and recommends to always run a manual threshold test when the patient is in clinic to compare to the results of the automatic threshold test. Suggestions was also made to perform a manual threshold with the patient in different positions to assure that threshold is stable and perform patient testing to assure impedance is stable and there is no evidence of noise. If testing does not reveal any issues, the healthcare professional can decide to turn the right ventricular automatic threshold (rvat) feature off as the output will be set artificially high due to the inappropriate threshold test results that are happening. There were no additional adverse patient effects. The device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during an auto threshold testing of this pacemaker, it was not possible to detect capture and the patient experienced syncope. Data analysis was reviewed, and boston scientific technical services observed low evoked response (ER) and recommends to always run a manual threshold test when the patient is in clinic to compare to the results of the automatic threshold test. Suggestions was also made to perform a manual threshold with the patient in different positions to assure that threshold is stable and perform patient testing to assure impedance is stable and there is no evidence of noise. If testing does not reveal any issues, the healthcare professional can decide to turn the right ventricular automatic threshold (rvat) feature off as the output will be set artificially high due to the inappropriate threshold test results that are happening. There were no additional adverse patient effects. The device remains in-service.